Event description:
It was reported that a shorter needle with a gray hub was found mixed into the box of bd¿ precisionglide¿ needles. The following information was provided by the initial reporter, translated from portuguese: "inside the box after checking the item, a gray differentiated needle was observed in the middle of the roses, but the packaging says 40x12 but I believe it is 30x7."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. An analysis of the batches that were produced before and after the batches involved in the complaint was performed to analyze the risk of product mixing. The batch prior to the batch 2031839 and we can verify that the batches prior to the one that was the subject of the complaint are not materials involved in the complaint. In this equipment we only had the first batch of the month similar to the one involved in the complaint. The list of lots is the presentation in the investigation overview. No samples of the product have been received, only photos, but it is possible to confirm the incident in question. The hold samples have been analyzed and tested, and no defects were found. The probable cause for this case was product mixing due to a failure to clean the equipment.

Event description:
It was reported that a shorter needle with a gray hub was found mixed into the box of bd¿ precisionglide¿ needles. The following information was provided by the initial reporter, translated from portuguese: "inside the box after checking the item, a gray differentiated needle was observed in the middle of the roses, but the packaging says 40x12 but I believe it is 30x7."